Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H4: the lot was manufactured from june 17, 2022 ¿ june 21, 2022. H10: one device was received for evaluation. A visual inspection was performed on the sample which did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and no issue was noted. The device was conforming product. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulates were found in a bag of sodium chloride (nacl) 0.9% during use of a vial-mate adapter. The bag of nacl was attached to a non-baxter 500mg azithromycin vial. This occurred during setup. There was no patient involvement. No additional information is available.